Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One certain® titanium large hexed screw (ilrght) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported device location #14 and length of use is approximately 5 months. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU information identified: "warnings" "precautions" "potential adverse events" also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR review was completed for the subject lot number (1230574). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1230574) for similar event and no other complaint was identified. Post market trend review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number is k072642.

Event description:
It was reported that the screw fractured in the patient's mouth sometime in (B)(6). The doctor said that the pandemic created a delay in seeing patient. The screw was part of a three unit bridge. Tooth #14.